Manufacturer narrative:
Event summary cook was informed of an incident involving a ncompass nitinol tipless stone extractor. The device reportedly would not open during a stone removal procedure. Further communication with the user facility clarified that ¿after ureteroscopic lithotripsies, when the basket was used to remove the stone, it could not be opened after the basket was closed through the working channel, and then the new device was used and the stones were successfully removed.¿ the patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was bowed in appearance. The support sheath was severed 1mm from the nose of the mlla. Functional testing determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The cause for the sheath damage could not be determined. It is possible that procedural factors such as the location of the stone(s), the path of the sheath during use, or user technique could have caused or contributed to the damaged sheath. There is not enough evidence available to make a conclusive determination of the cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, following ureteroscopy lithotripsy, an ncompass nitinol tipless stone extractor could not be opened. The device was used to remove a stone, but could not be opened after the basket was closed through the working channel. The basket was not tested prior to use. A second of the same device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.